Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/14/2022. Device evaluation: the simplicity handpiece was returned disassembled and the lens was stuck inside of the cartridge. The lens was removed and cleaned and presented with scratches. The disassembled condition of the returned handpiece suggests the device was handled against the dfu which may have contributed to the complaint issue. The complaint issue could not be confirmed (dc-cosmetic issues is similar to dc-lens damaged but does not confirm the issue based on definitions provided per amo-04-d024 rev. 7), and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged upon opening prior to patient contact. No further information is available.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one other complaint has been received for this production order number. The complaint was opened at the time of this investigation and could not be confirmed. No escalation was required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.